Event description:
A physician reported that the akreos adapt intraocular lens got opacified. The pt was less than 2 years old. Additional info has been requested.

Manufacturer narrative:
The info of this report has been obtained from the physician while following up on a previously submitted MDR#: 1119279-2011-00192. In addition to the previously reported event (MDR #: 1119279-2011-00192), the physician reported that there were 5 additional pts, for a total of 6 pts involving 9 iols. The following iol serial numbers have been provided: (B)(4). However, no pt specific info has been provided. Therefore, it is unk at this time which serial number(s) is/are associated with each pt. The additional 5 pts mentioned above correspond to the following MDR#s: 1119279-2011-203, 1119279-2011-204, 1119279-2011-205, 1119279-2011-206, and 1119279-2011-207. Additional info has been requested. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.